Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 13.1064.1227 on 8100 unit. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 13.1064.1227. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 13.1064.1227. There was no patient involvement.